Event description:
During a cardiovascular surgery, bleeding occurred. It was not reported pt injury. No info on the product identifier (type and serial number) could be obtained from the hospital at the time of this report.

Manufacturer narrative:
No device eval was performed since the graft was not returned to the MFR. No review of the device history record was done since the product identifier was not provided. No conclusion can be drawn. A follow-up report will be submitted within 30 days upon receipt of any relevant add'l info.